Event description:
During an infusion of etoposide rate at 46cc/hour to run for 12 hours, the filter was on the distal end of the primary line, it was noted by the rn the filter was leaking from both the top and bottom of the filter.